Manufacturer narrative:
227644 evaluation statement: the reported event of a malfunction message could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-2018-0171.

Event description:
The customer reported when starting an infusion of normal saline on channel b, an error code 240-4150 occurred. The device was replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed who found a defective pressure sensor and replaced it.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a malfunction message could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported when starting an infusion of normal saline on channel b, an error code 240-4150 occurred. The device was replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed who found a defective pressure sensor and replaced it.